Event description:
The manufacturers representative reported "a granuloma that developed around the original anchor site and then mushroomed out." The plans is to do exploration surgery. A follow up report will be sent when additional information is received.